Event description:
When driving the cage prosthesis into place a small piece splintered off. All pieces were placed on the mayo stand but the fragment was later lost. The implant area was thoroughly irrigated with saline prior to continuing surgery. The implant only has a small x-ray marker in the body and the fragment would not be visible on x-ray however an intra-op cat scan was performed as part of the procedure.